Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm the placement, implanting a damaged stimulator, inadequate fixation, patient going through an MRI, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, and not irrigating the site with antibiotic solution before closure have been ruled out as potential causes. Additionally, the patient does not have contraindicating conditions and multiple tunneling attempts were ruled out. The cause of the erosion is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2023, and a replacement lead was implanted. The patient is currently doing well and no further issues have been reported.

Event description:
The patient reported erosion. Antibiotics were prescribed, an explant procedure was performed on (B)(6) 2023, and a replacement lead was implanted. The patient is currently doing well and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm the placement, implanting a damaged stimulator, inadequate fixation, patient going through an MRI, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, and not irrigating the site with antibiotic solution before closure have been ruled out as potential causes. Additionally, the patient does not have contraindicating conditions and multiple tunneling attempts were ruled out. The cause of the erosion is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of erosion. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.